Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "alarmed downstream occlusion" was not reproduced. Downstream detection test was performed and the device passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.